Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. It the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06289. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat genuine stress urinary incontinence, third degree cystocele, second degree uterine prolapsed, second degree rectocele, traction enterocele, weakened pubocervical fascia, and urethral hypermobility. It was reported that the patient had the concurrent procedures of a total abdominal hysterectomy, excision of left thigh skin tag, anterior colporrhaphy with dermal allograft, posterior colporrhaphy with perineorrhaphy, sacropolpexy, and enterocele repair performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and dyspareunia. It was reported that on (B)(6) 2011, the patient underwent vaginal excision of mesh due to vaginal erosion of mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 01/27/2017. (B)(4). It was reported that following insertion the patient experienced urinary retention, vaginal discharge and urinary incontinence.

Event description:
Details: it was reported that following insertion the patient experienced urinary retention, vaginal discharge and urinary incontinence.